Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Patient data review confirmed some mild opaque bubble layer (obl) and side cut was almost not visible. Review of the logfiles showed the user performed all treatments successfully, and there were no aborted treatments on the reported treatment day. Review of the logfiles did not determine any technical problem. During an on site visit, the technical service department advised the field service engineer (fse) to check the cleanliness of one of the objectives. According to the fse the laser head and joystick were replaced. The joystick exchange was a planned action due to wearing, and the laser head was forwarded to supplier for investigation. The supplier confirmed the laser head was out of specifications. The problem was caused by pollution on several optics inside the amplifier, leading to high power loss inside the laser head. The root cause is a faulty laser head caused by pollution on several optics inside the amplifier. The root cause for the pollution could not be determined. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported during the lasik corneal flap creation a bilateral incomplete side cut occurred. Reporter indicated scissors were used to complete the area that was uncut. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.